Event description:
It was reported that this electrode exhibited high shock impedances alerts. Subsequently a revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.